Manufacturer narrative:
The reported premature battery depletion was confirmed in the laboratory via review of programmer printout. The programmer printout indicated a sharp drop in voltage during the eri-eol period. The original battery was returned to the vendor for further evaluation and no anomaly was found. The cause of the premature battery depletion could not be determined.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Event description:
It was reported that the device was explanted and replaced due to unexpected eol (end of life).